Event description:
It was reported that the m2 error allowed the system to boot up, but prevented the system from being able to perform fluoroscopy in any mode. This issue could cause the system to become unusable. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image processor board was reseated during the service call. The system was tested and found to be working as intended and put back into service.